Event description:
Customer reported the cap (maxplus) sprayed chemo into the nurse's eye when the mating product was disconnected. The user's eye was flushed with normal saline for 15 minutes. No user harm reported.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.